Event description:
Related to MFR #: 3005188751-2012-00130, 2030404-2012-00115, 2030404-2012-00116. It was reported during an atrial fibrillation ablation procedure, a pericardial effusion occurred. A brk-1 transseptal needle was used to gain left atrial access. An inquiry steerable and inquiry optima catheter were used to create geometry using the ensite system. A cool path duo catheter was used to perform ablation. During the procedure the pt experienced st elevations and a decrease in blood pressure. The pt was cardioverted and instantly the st elevations and blood pressure returned to normal. An echocardiogram was performed revealing a small posterior effusion. A pericardiocentesis was performed. The pt's current status is listed as fine.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non-conforming material reports as well. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.